Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker exhibited loose connection. The pacemaker was not used and replaced during the procedure. Patient status was not reported.